Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is only limited to bd facscanto ii cytometer (B)(6) , part # 338962 and serial # (B)(6). Problem statement: customer reported a complaint regarding erroneous results from issues with the absolute counts. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from (B)(6) 2020 to (B)(6) 2021. Complaint trend: there are 4 complaints related to this issue of erroneous counts; date range from (B)(6) 2020 to (B)(6) 2021. Manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6) , file # 338963-v96301153-900251602-10, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax the root cause of the erroneous absolute counts could not be determined. The customer had initially reported that they had been receiving erroneous absolute counts from cd34 stem cells and lymphocyte subset analysis. The customer found fluctuating absolute counts between patient samples and between samples from the same patient so they requested for an fse dispatch. When the fse arrived, they checked the instrument and found that there was low noise on the fsc, low wattage on the blue fiber, and low abort counts. The optical alignment, optical gel, cab beads, and rainbow beads were ok. The database was found to be on the larger side so the fse defragmented the c drive. Finally, the power supply was adjusted from 14.8 volts to 15.0 volts. No return sample was requested for evaluation because no parts were replaced. Although the instrument was being used for clinical diagnostic testing at the time of the instrument, the customer confirmed that no patients were impacted so the erroneous results gathered would not have delayed or altered the treatment of a patient. After the repairs the instrument was tested and functioning as expected. The safety risk is limited, s2, and there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4), case #(B)(4). Install date: (B)(6) 2010. Defective part number: n/a. Work order notes: o subject / reported: 338962 - bd facscanto ii - absolute count fluctuation. O problem description: the customer reports that the results of the absolute counts of cd34 stem cells and lymphocyte subset analyses fluctuate between patients and between duplicates of the same patient. The customer uses beckman coulter flowcount beads for absolute counting. O work performed: device checked. Low noise on fsc. Fiber lasers: red 16.8, blue 11.7, violet 20.2. Blue fiber so a little less. Normal > 13 mw. Abortion count low. Optical alignment ok. Gel ok. Cab beads ok. Rainbow beads ok. Database 27 gb. Diva 6.1.3. Z200 computer on xp. C drive defragmented. Power supply adjusted 14.8 to 15.0v. O cause: unknown. O solution: possibly applicative. Database on the large side. Blue laser fiber needs to be replaced. Internal notes: o customer asked to have an fse on-site to check out the instrument. Asked to send the latest cs&t report (the customer runs it once per week). Suggested to test the same samples also on another instrument. Returned sample evaluation: a return sample was not requested because there were no replaced parts. Risk analysis: risk management file part #338960-05ra, rev 1/vers. A, bd facscanto ii flow cytometer (daq) fmea was reviewed. The severity rating in this file is an ¿8¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 rev. 12/vers. J, whereby the unexpected result is obvious or indicated by additional (warning) information and hence the impact to the patient is negligible to none. The current mitigations are adequate with rpn under acceptable range. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? ¿yes ¿no. O item: events analysis o function: calculates basic parameters from event pulse (height, area, and widths) o potential failure mode: parameters do not change or are calculated incorrectly o potential effects of failure: incorrect data. O potential causes/mechanisms of failure: fpga/dsp. O current controls: instrument setup/calibration (qc) fails. O recommended actions: n/a. O responsible party: n/a. O target completion date: n/a. O actions taken: n/a. O severity: 8. O occurrence: 2. O detection: 2. O rpn: 32. Mitigation(s) sufficient ¿yes ¿no. Root cause: based on the investigation results the root cause of the erroneous results could not be determined. Conclusion: based on the investigation results the root cause of the erroneous results could not be determined. The customer had reported that the absolute counts for the cd34 stem cells for patient samples would fluctuate between patients and duplicate samples from the same patient. The fse checked the instrument and found low noise on the fsc, low wattage from the blue fiber, and low abort counts. The customer database was on the larger side, at 27 gb, so the fse defragmented the c drive, and finally the power supply¿s voltage was adjusted. After the repairs the instrument was functioning as expected. No treatment or diagnosis was given due to the unexpected results. The safety risk is limited, s2, and there was no impact to patient health or safety.

Event description:
It was reported that there were erroneous results while using bd facscanto ii cytometer (B)(6) sys ivd. These are related to ivd instrument hardware, ivd reagent, and ruo ldt reagent. It is unclear whether the erroneous results were caused from an ruo reagent, or a combination of ivd or ruo reagents, or the instrument. The following information was provided by the initial reporter: the customer reports that the results of the absolute counts of cd34 stem cells and lymphocyte subset analyses fluctuate between patients and between duplicates of the same patient. The customer uses beckman coulter flowcount beads for absolute counting.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were erroneous results while using bd facscanto ii cytometer 4/2/2 sys ivd. These are related to ivd instrument hardware, ivd reagent, and ruo ldt reagent. It is unclear whether the erroneous results were caused from an ruo reagent, or a combination of ivd or ruo reagents, or the instrument. The following information was provided by the initial reporter: the customer reports that the results of the absolute counts of cd34 stem cells and lymphocyte subset analyses fluctuate between patients and between duplicates of the same patient. The customer uses beckman coulter flowcount beads for absolute counting.